Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery with multiple cartridges. Customer's blood glucose was 153 mg/dl. Reportedly, customer reverted to an alternate method for insulin delivery.